Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and fell out of the coronary sinus into the right atrium. Thresholds were high/unstable. The lead was turned off and subsequently replaced back into the coronary sinus branch. There was phrenic nerve stimulation from the lv tip, but not when the lead was configured lv ring to can. The lead is still in use. No patient complications have been reported as a result of this event.